Event description:
Customer reported experiencing intermittent high blood glucose levels over the past two years. Highest specific glucose level was not provided, but it was indicated as "high," suggesting potential concern. Customer attempted to resolve high glucose issue with correction injections. Customer was experiencing recurring high glucose levels and was transferred for additional assistance, but later declined further help, having found needed information independently.